Manufacturer narrative:
The reason for this revision surgery was the patient dislocated their shoulder. The previous surgery and the revision detailed in this investigation occurred over 4 years and 2 months apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the dislocation. The device was within it's expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to dislocation. The root cause for the dislocation was reported that the patient had a stroke, fell and their shoulder dislocated. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully.

Event description:
Revision surgery - the patient had a stroke, fell and dislocated their shoulder.